Manufacturer narrative:
The subject device was not returned to omsc for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the information from oekg, there was the possibility that this phenomenon was attributed to the damage of the camera cable due to the user handling. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the preparation for an unspecified procedure with the subject device, it was found that the image of the subject device was not displayed. There was no report of patient injury associated with this event. The service department of olympus (B)(4) (oekg) checked the subject device and it was found that the reported phenomenon was duplicated and the color bar image was displayed due to the failure of printed circuit board. Also oekg found the damage of the camera cable.